Manufacturer narrative:
UDI: (B)(4). The lot was manufactured between april 11, 2017 ¿ april 13, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormalities that may have caused the rupture; however, no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured. This occurred during filling with sodium chloride solution. There was no patient involvement. No additional information is available.